Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators for spinal pain. It was reported that the patient could not get the device in the neck to work. The patient¿s battery pack had flipped over and since then she could not get any charge on it, turn it on, or do anything. It was noted that this shouldn¿t have happened, but it did. When the manufacturer attempted to verify the picture the patient saw of the screen when she tried to recharge or turn the implant on and the patient stated nothing because she had been having many issues with it; it would not acknowledge her battery. The last time the patient felt stimulation was maybe in (B)(6) or the first part of (B)(6) of 2016, and it was around (B)(6) when the implant battery flipped. The patient did not know the last time she successfully recharged. The patient tried to get a manufacturer representative (rep) to look at the device but was told that she did not know how to use it. The patient stated that she was getting the run-around. The patient needed to get it recharged because she was getting frustrated. The patient was to follow-up with a healthcare professional (hcp). The patient did not have the external components for further troubleshooting while on the call with the manufacturer. The patient stated that she notified a rep in (B)(6) probably at the end of (B)(6) or (B)(6) of 2016. It was noted that the patient did not have a managing hcp.

Event description:
Refer to manufacturer report # 3004209178-2016-27068 for the report of this event for the patient¿s other neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.